Manufacturer narrative:
The device has not been returned. Should this device get returned or should additional information become available, this report will be updated accordingly.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was returned in safety mode. A visual inspection of the device noted the case appears normal. Detailed analysis confirmed 3 oscillator mismatch faults that occurred in less than 48 hours. The device reset to safety core operation per design. Technicians noted that in safety core mode, the device does not log data, therefore therapy delivery cannot be confirmed. The device was then taken out of safety core and the pacing, sensing and defibrillation therapies were verified. Laboratory testing confirmed the allegation that the device reverted to safety core post cautery, however noted that patient infections cannot be replicated in a laboratory setting.

Event description:
Boston scientific received information that during this procedure to remove this cardiac resynchronization therapy defibrillation system due to an infection, the physician made contact with the device casing with cautery and the patient received a shock. The device was then interrogated and found in safety core mode. Technical services discussed safety core parameters and reminded the sales representative that the device uses unipolar pacing and noted the device turns itself back to monitor plus therapy.